Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Event description:
Type of procedure: laparoscopic nephrectomy. Event description: complaint 1 of 3: (B)(4). Complaint 2 of 3: (B)(4). Complaint 3 of 3: (B)(4). The surgeon was firing on the tissue and the clips were not applied. (Misfiring of the instrument). The surgical operation was completed with no further incident. There was no patient injury. Additional information received from distributor via email on 24jan24: the trigger could be moved as normal. A clip did not load into the jaws. Patient status: there was no patient injury. Intervention: he used another applied medical clip applier.

Manufacturer narrative:
On january 26, 2024, applied medical issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, # (B)(4), was included in the recall. 2027111-01/26/24-001-r.

Event description:
Type of procedure: laparoscopic nephrectomy. Event description: complaint 1 of 3: (B)(4). Complaint 2 of 3: (B)(4). Complaint 3 of 3: (B)(4). The surgeon was firing on the tissue and the clips were not applied. (Misfiring of the instrument) the surgical operation was completed with no further incident. There was no patient injury. Additional information received from distributor via email on 24jan24: the trigger could be moved as normal. A clip did not load into the jaws. Patient status: there was no patient injury. Intervention: he used another applied medical clip applier.